Event description:
New information noted that the right ventricular lead and implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing.

Event description:
It was reported that the right ventricular lead and the implantable cardioverter defibrillator exhibited oversensing episodes due to t-wave oversensing after vs. No intervention was performed. Further information was requested however, was not provided.